Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "failing of a touchscreen calibration test". A getinge field service engineer (fse) had evaluated the unit and it was being found that during the external inspection all were being checked as ok. But able to verify te 137 in the fault logs. A getinge field service engineer (fse) had replaced the "d040-00-0456" - kit, display monitor to video generator board as a precaution. After the replacement the equipment had passed all the functional testing and safety checks to factory specifications. The unit was returned to the customer for the clinical use. There was no involvement of the patient.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp)failing touchscren calibration test, failure code # 6. There was no patient involvement reported.